Event description:
Pt seen in office with complaint of increasing pain and capsular contracture of bilateral breast implants, worsening over past 3 yrs. Pain now intolerable and radiating to left shoulder. Pt underwent bilateral capsulotomies and implant replacements on 12/1/94. Right implant found to be tenuous and ruptured. Due to nature of implant, physician unsure if rupture was present or if it occurred during removal. Left implant was removed intact. Defective prosthesis replaced with another device. #354-2254 x2.